Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/08/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, no damage was found to the keypad cover; however, moisture was observed behind the display lens. During testing, all of the keypad buttons responded properly to user presses; the complaint was not duplicated. A leak test was performed and failed due to a display lens leak. The keypad cover was removed, and no contamination was found under any button contacts. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored.